Manufacturer narrative:
The initial report was submitted with the wrong aware date. The correct date is 02-jul-2020.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump passed displacement test, basic occlusion test unable to prime at 2.5 lbs during prime/a33 test due to faulty fsr. Unable to verify no delivery/occlusion alarm or perform excessive no delivery test and occlusion test due to prime anomaly.

Event description:
Information received by medtronic indicated that the insulin pump had no delivery alerts. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.